Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported upon opening a box of catheters they were all bent and misshapen.

Manufacturer narrative:
The device history record (DHR) for lot 2400111564 was reviewed and no anomalies related to the reported issue were observed. A few pictures and devices were received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.